Event description:
Additional information received reported that the device was explanted on (B)(6) 2013 due to stimulation/therapy issues. As reported previously, the patient had intermittent stimulation and loss of stimulation/therapeutic effect. It was noted that the impedances were checked and all were "normal". The extension was replaced along with the implantable neurostimulator. The patient status at the time of this report was alive with no injury.

Event description:
It was reported that stimulation was not able to be adjusted. The reporter stated that the display showed the "call your doctor" icon and an oor (out of regulation) condition. It was noted that the oor message was seen on the patient programmer about three weeks prior to the report. There was no known fall or trauma associated with the event. It was reported that the patient had a reprogramming session with the health care provider and they've continued to see an intermittent oor message. It was noted that stimulation was intermittent. The reporter stated that after the implant, the patient recalled hearing a popping sound and reported that one of her sutures had popped out and the device was loose. There were intermittent tremor returns, and the right arm felt intermittent tingling. It was reported that if the patient lifted where her device was, the tremor got better. Current impedance measurements were normal. Two electrode impedance combinations were high when checked at 0.7 volts. Electrode impedances were normal when checked at 1.5 volts and when checked with palpitation. It was noted that therapy impedance was 1627 ohms. Three days later, it was reported that an x-ray was being performed. Two weeks later, it was reported that the x-ray showed no obvious fractures. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's doctor was sending her back to a surgeon to evaluate having a second device system implanted and to troubleshoot the existing device system and change out anything that may be causing the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (b)(60 2012. Product type: extension: product ID 3389s-40, lot# va01lp5, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that the patient had a loss of therapeutic effect and their programmer read out of regulation (oor) condition. It was also stated that when the patient rolled over in bed "a while back", they felt a pop which sounded like it was "a stitch that held the generator in the chest", and shortly after the patient had a fall down some steps. It was noted at the time of report that the patient was having intermittent stimulation and the programmer "kept saying oor". It was stated that one electrode contact, that was not used, showed high impedance. Battery interrogation showed message about impedances (oor message), which started appearing (B)(6) 2013. It was also stated that when the patient was getting into her car she felt "some pain in her neck coming near where the wire was". It was noted that when she put pressure on it, the pain would go away, and "after that she noticed efficacy and oor". The patient stated she could tell she wasn't getting any relief from the stimulator but could still feel a slight tingling in her arm. The caller was redirected to her healthcare provider, and if additional information is received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial (B)(4)) found no anomaly. Analysis of the extension (serial (B)(4)) found broken conductor within 10 cm of the connector area. (B)(4).